Manufacturer narrative:
Report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00203 to provide the return sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that only the separated portion, which was the distal segment, was returned for evaluation. Magnifying inspection found that the ptfe coating had been sheared off on approx. 624mm - 647mm from the distal end. Electron microscopic inspection of the fracture revealed the generation of a dimple pattern on the fracture cross-section with no other anomalies. On the ptfe coating adjacent to the fracture, several scratches were found. The outside diameter on the undamaged portion was confirmed to meet manufacturing specifications. The bending strength was evaluated on the undamaged portion and confirmed to meet manufacturing specifications. Simulation testing was conducted on current product samples. A sample was subjected to repetitive bending forces at a 90- degree angle until it fractured. Electron microscopic inspection of the fracture revealed that the cross section surface was in the rough state, with the generation of a dimple pattern. The state of the fracture appeared very similar to that of the actual device. A review of the manufacturing record of the involved product/lot# combination confirmed there were no indications of production-related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were no discrepancies in the inspection results. A search in the complaint files did not find any other complaint of this nature with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation and reproductive test results, it is likely that the actual sample was subjected to repetitive bending force. The device labeling does address the potential for such an event in the instructions-for-use (IFU), with statements such as the following: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00203 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot# confirmed there were not any indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the advantage device broke. Follow-up communications with the user facility confirmed the following information: during an intervention the advantage device was broken; no parts remained in the patient; and there was no impact to the patient.